Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause for the failure was insect contamination on the battery pca and throughout the unit. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a charger was unable to power on.